Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. During the procedure, the right atrial (ra) lead exhibited far-p oversensing. No intervention was performed. The patient was in stable condition.